Event description:
Additional information received also suggests that an increase in pacing thresholds was noted.

Manufacturer narrative:
Technical services dicussed that possible reasons for out of range and increase in pacing impedances overtime could be linked to a calcification of the lead tip. A possible lead issue, or connection issue could not be ruled out. At this time the lead remains implanted.

Event description:
Boston scientific received information that an increase in pacing impedances were noted on this right ventricular (rv) lead. The physician inquired the reason that this could occur. No adverse patient effects were reported. This lead remains implanted.